Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("malposition of essure device location of device: higher up in fallopian tube") and pelvic pain ("pain / pelvic pain") in a 41-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included estrogen nos (estrogen), fluconazole (diflucan), hydrocodone, metronidazole, metronidazole (flagyl) and terconazole (terazol). In 2008, the patient had essure inserted. In 2009, the patient experienced migraine ("migraines / headaches"). In 2010, the patient experienced nausea ("nausea"), nervous system disorder ("neurological conditions or problems : nerve problems"), dysmenorrhoea ("dysmenorrhea (cramping)"), weight increased ("weight gain") and muscle spasms ("neurological conditions or problems : spasms"). In september 2010, the patient experienced vaginal discharge ("vaginal discharge"). In 2011, the patient experienced alopecia ("hair loss"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), cystitis ("bladder infection"), urinary tract infection ("urinary tract infection") and vaginal infection ("vaginal infection"). In february 2016, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), neuralgia ("pain: nerves in left foot"), abdominal pain upper ("stomach pain"), arthralgia ("right hip pain") and pain in extremity ("leg pain"). The patient was treated with surgery (hysterectomy with bilateral salpingo-oopherectomy). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, pelvic pain, alopecia, vaginal haemorrhage, menorrhagia, cystitis, urinary tract infection, vaginal infection, female sexual dysfunction, migraine, nausea, nervous system disorder, dysmenorrhoea, vaginal discharge, neuralgia, weight increased, abdominal pain upper, arthralgia, pain in extremity and muscle spasms outcome was unknown and the dyspareunia had resolved. The reporter considered abdominal pain upper, alopecia, arthralgia, cystitis, device dislocation, dysmenorrhoea, dyspareunia, female sexual dysfunction, menorrhagia, migraine, muscle spasms, nausea, nervous system disorder, neuralgia, pain in extremity, pelvic pain, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. Diagnostic results: essure confirmation test on 2008, 2010, may2015. Type of test: hysterosalpingogram (hsg). Hysterosalpingogram (hsg). Transvaginal ultrasound (tvu). Results of essure confirmation test: total bilateral occlusion, malposition of essure device. Physician told tubes were blocked, right essure was higher than left. Most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet: the product and reporter information updated. The events abnormal bleeding (vaginal, menorrhagia), infection type: bladder, urinary tract, vaginal, apareunia (inability to have sexual intercourse), malposition of essure device location of device: higher up in fallopian tube, migraines / headaches, nausea, neurological conditions or problems, dysmenorrhea (cramping), oophorectomy (bilateral removal of ovaries), dyspareunia (painful sexual intercourse), pain (pelvic, stomach, hip, leg, nerve), vaginal discharge, weight gain, hair loss added. She underwent a hysterectomy with bilateral salpingo-oopherectomy. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('malposition of essure device location of device: higher up in fallopian tube') and pelvic pain ('pain / pelvic pain') in a 41-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included gastric bypass in 2008, spina bifida, cholecystectomy, abdominoplasty, gravida ii, parity 2, back pain and asthma. Concurrent conditions included discharge uterine cervix, ovarian cyst, menses irregular, pelvic mass, obesity, vaginitis bacterial, uterine bleeding, yeast infection, polymenorrhoea, vaginal odor, dysuria, itching, vaginal irritation and chronic interstitial cystitis. Concomitant products included antibiotics, estradiol (estrogen), fluconazole (diflucan), hydrocodone and metronidazole. In (B)(6) 2008, the patient had essure inserted. In (B)(6) 2009, the patient experienced migraine ("migraines / headaches"). In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), alopecia ("hair loss"), nausea ("nausea"), nervous system disorder ("neurological conditions or problems : nerve problems") and dysmenorrhoea ("dysmenorrhea (cramping)") and was found to have weight increased ("weight gain"). In 2010, the patient experienced muscle spasms ("neurological conditions or problems : spasms"). In (B)(6) 2010, the patient experienced vaginal discharge ("vaginal discharge"). In (B)(6) 2011, the patient experienced cystitis ("bladder infection"), urinary tract infection ("urinary tract infection") and vaginal infection ("vaginal infection"). In 2011, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). In (B)(6) 2016, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), neuralgia ("pain: nerves in left foot"), abdominal pain upper ("stomach pain"), arthralgia ("right hip pain"), pain in extremity ("leg pain") and bladder ulcer ("I have like ulcers in my bladder"). The patient was treated with surgery (hysterectomy with bilateral salpingo-oopherectomy, dilation and curretage). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, pelvic pain, alopecia, vaginal haemorrhage, menorrhagia, cystitis, urinary tract infection, vaginal infection, female sexual dysfunction, migraine, nausea, nervous system disorder, dysmenorrhoea, vaginal discharge, neuralgia, weight increased, abdominal pain upper, arthralgia, pain in extremity, muscle spasms and bladder ulcer outcome was unknown and the dyspareunia had resolved. The reporter considered abdominal pain upper, alopecia, arthralgia, bladder ulcer, cystitis, device dislocation, dysmenorrhoea, dyspareunia, female sexual dysfunction, menorrhagia, migraine, muscle spasms, nausea, nervous system disorder, neuralgia, pain in extremity, pelvic pain, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: discrepancy noted in essure test date -2008, (B)(6) 2010, (B)(6) 2015. Diagnostic results: essure confirmation test on 2008, 2010, (B)(6) 2015 type of test: hysterosalpingogram (hsg) hysterosalpingogram (hsg) transvaginal ultrasound (tvu) results of essure confirmation test: total bilateral occlusion, malposition of essure device. Physician told tubes were blocked, right essure was higher than left. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, menorrhagia, vaginal discharge, concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: abdominal pain, uti, nausea, dyspareunia. Most recent follow-up information incorporated above includes: on 10-jan-2020: reporter added. Added event I have like ulcers in my bladder. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ("surgery to remove essure") in a female patient who had essure inserted for birth control. In (B)(6), the patient had essure inserted. On (B)(6), the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal). Essure was removed on (B)(6). At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.